Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient underwent a radio frequency ablation (rfa). Following the procedure , the patient was discharged from the hospital with the tachycardia mode inadvertently programmed off. The electrophysiologist had interrogated the device, completed the device check and discharged the patient and only discovered that the tachycardia mode was off when reviewing the reports after the patient had already left. The patient was contacted and returned to the clinic to have the device reprogrammed to monitor plus therapy mode. According to the local representative, the physician does not recall seeing the electrocautery mode message upon interrogation. Ts informed the local representative that a yellow screen message would have appeared upon interrogation indicating that the device was in electrocautery mode. Ts discussed tachycardia mode programming options including electrocautery mode. Ts commented that the tachycardia mode change history on the setting report could be viewed. The local representative planned to discuss this further with the physician. The device was check and no further issues were identified.